Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The iesu was analyzed, but the reported failure of error c-34 could not be reproduced. The iesu had failed with an error c-54 displayed. The iesu had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The erbe generator had been returned and was sent to the original equipment manufacturer (OEM) for repair. During OEM investigation, the OEM technician confirmed the claimed malfunction. The OEM technician found that immediately after turning on the device, the c-54 error occurred. The cause of the error was a defective power supply. The erbe unit was repaired with an exchange of the malfunctioning power supply. The erbe was tested, analyzed, calibrated, repaired, and adjusted. A technical safety check was done and the erbe passed.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported an erbe problem and a c-34 error. The operation was completed with a valleylab device. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer had updated the reported complaint stating that prior to the start of a da vinci-assisted surgical procedure, the customer reported an erbe problem, and a c-34 error. The operation was converted to a laparoscopic surgery procedure with a valleylab device. The procedure was completed with no reported injury. The customer confirmed that the issue was identified prior to starting the procedure post-anesthesia and during port placement. The procedure was a partial nephrectomy. The customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The hospital staff contacted the distributor field service engineer (fse) for troubleshooting and full troubleshooting was completed. The customer had power cycled the generator and checked the cable connection to try to resolve the issue to proceed with the procedure. Unfortunately, a cable to connect an external generator could not be found by the surgical team. The customer confirmed that there was no patient injury due to the issue. The customer confirmed that the conversion to laparoscopic surgery did not result in increasing port size incision or adding additional ports as the procedure was completed with the robotic cannulas that were already placed. The patient tolerated the change after the conversion to laparoscopic surgery and the surgery was completed without complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to error c-34. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was confirmed by field evaluation, which indicates that the device may have contributed to the customer reported issue.